Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net transmission, showing t-wave oversensing episodes due to myopotential oversensing. The patient was brought into the clinic for further evaluations. The device was reprogrammed. The patient was stable throughout the event.